Event description:
It was reported by the patient that the patient has "been falling a lot lately. The last time I fell face first and hit the orbital area of my eye." Follow up information was attempted but was unable to be obtained. The implantable cardiac defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.